Event description:
It was reported the pt was unable to increase stimulation with any of his six programs. The pt's programmer automatically decreases the stimulation. It was reported f/u was unsuccessful, and the pt had not made an appointment for reprogramming. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.